Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and low impedance during a cardiac surgical procedure. A temporary rv lead was placed during the procedure. The rv lead was explanted. No patient complications have been reported as a result of this event.